Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 170 units of insulin. Reportedly, u-500 insulin was being used. Blood glucose level was 232 mg/dl. Reportedly, a new cartridge was loaded successfully to address the issue.